Event description:
Correction: it was reported patient presented with pocket pain after the capsulectomy procedure. Left pectoral dressing was removed and another placed. The patient was stable and discharged.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported patient presented with pocket pain during the capsulectomy procedure. Left pectoral dressing was removed and another placed. The patient was stable and discharged.